Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Baxter (B)(4) received a call (B)(6) 2010 from a peritoneal dialysis home patient(hp) in (B)(6) who reported being hospitalized with peritonitis (B)(6) 2010 - (B)(6) 2010. Follow up information was received by the hp's physician which stated that on an unknown date, a culture was performed and the hp was treated with unspecified antibiotics. Pd therapy was ongoing, the hp recovered and was not retrained. Per the physician, there was no break in aseptic technique. The physician believed that there was a possibility of endogenous infection and not related to pd therapy or device malfunction.